Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify pump error 38 alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.